Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) found that the initial a042 message had inverted source and target information. The customer had discharged the current encounter and readmit the patient as part of the resolution. The system functioned as intended after the technical support specialist addressed the issue.

Event description:
It was reported that when using the bd pyxis¿ es server a patient encounter at cerner merged, patient profile was not updating and reported the error message received. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.